Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection of the returned device the lamp error e105 is confirmed. It was determined a faulty older version electrical harnesses were causing the lamp error e105. If additional information becomes available , a supplemental report will be filed.

Event description:
The user facility reported that the device is giving a lamp error e105. There was no patient involvement associated to this report. No additional information was provided.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The as reported phenomenon is that the device is giving a lamp error e105 error. Upon inspection it was noted that the issue is attributed to the faulty older version electrical harnesses. User¿s complaint was confirmed. The shapes of the faston terminals of the cable unit vary. Continued use of the faston terminals with a smaller contact area with the connector of the led unit causes an oxide film to form on the connector of the faston terminal and the led unit, increasing the contact resistance. When the lamp of the device is turned on/immediately after it is turned on, the error message "illumination lamp error e105" are displayed at the lower left of the screen. The older version of the faston terminal is discontinued, and the current faston terminal was produced from october 28, 2014.